Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011 when multiple events occurred on this date. The device operated to specification until (B)(6) 2012 with multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.